Manufacturer narrative:
Manufacturer¿s investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The log files contained events from (B)(6) 2023 through (B)(6) 2023. No notable pump-related events or alarms were captured. The pump appeared to function as intended at the fixed speed. The patient¿s outcome was not considered to be device or therapy related. The device reportedly operated as expected. It was reported that the device will not be returned for evaluation. Incidental findings: low flows were noted in the system controller event log file on the day of the patient's expiration. It was also noted that the fixed speed was set below the low speed limit on (B)(6) 2023. Per design this will post a low speed advisory alarm condition. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. This IFU lists right heart failure, respiratory failure, arterial non-central nervous system (cns) thromboembolism, bleeding, infection, hemolysis, and death as adverse events that may be associated with the use of heartmate 3 lvas. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump.¿ section 1 of the IFU also explains that, in general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e., the pump is providing less support to the left ventricle). Lower values indicate less ventricular filling and lower pulsatility (i.e., the pump is providing greater support and further unloading the ventricle). Section 6 of the IFU, "patient care and management," provides instructions related to caring for and controlling infection. Additionally, several sections of this handbook provide care instructions in regards to preventing infection. In addition, this document outlines the recommended inr values and the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a lot of fluctuation in pulsatility index (pi) and a significant increase in pressor requirements over the past few days. The patient has been noted to have a pi of around 8 with mean arterial pressures (maps) in the 60s and a central venous pressure (cvp) of 9. The patient was intubated and sedated and was on right ventricular assist device (rvad) support (originally placed due to concerns for rv dysfunction) which was later being used as a veno-venous extracorporeal membrane oxygenation (vv ECMO) circuit. Symptoms included hypotension, acidosis, and increased oxygen requirements. The patient was not noted to have any alarms, but that was a significant change from their baseline. Log files were submitted for review and captured clusters of pi events on 25dec2023-26dec2023. There were no other notable alarm conditions or parameter changes. Based on the data visible in the log file the mechanical circulatory support equipment was operating as intended electronically and mechanically. It was later reported that the patient was discovered to have a pulmonary embolism and went into disseminated intravascular coagulation and ultimately passed away on (B)(6) 2023. The system controller would be returning for evaluation.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
H6 health effect - clinical code: 4446 - heart failure. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was post-operation from left ventricular assist device (lvad) implantation with a temporary right ventricular assist device (rvad) implant. About a week following implant, their pressor requirement increased with significant acidosis noted. A chest computed tomography angiography (cta) was performed on (B)(6) 2023 which showed possible pulmonary artery (pa) thrombus. A transesophageal echocardiogram (tee) confirmed pa thrombus. Blood cultures were obtained, and patient was placed on prophylactic antibiotic and antifungal medication. It was stated that fungemia was confirmed but antibiotics were given prophylactically. On (B)(6) 2023, lactic was noted to be 31 and lactate dehydrogenase (ldh) was greater than 11,718. The patient was thought to be in disseminated intravascular coagulation (dic), and it was communicated on (B)(6) 2024 that dic was confirmed. It was also noted that the patient had right ventricular dysfunction pre-lvad implant and the rvad was placed as a protective measure. Comfort care discussions were made with the patient's family and life support was withdrawn.